Event description:
It was reported that patient had his artificial urinary sphincter removed as patient did not like his previous cuff and had continuous leakage. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. The desired result was achieved and no further surgery was necessary.

Event description:
It was reported that patient had his artificial urinary sphincter removed as patient did not like his previous cuff and had continuous leakage. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. The desired result was achieved and no further surgery was necessary. Additional information received indicated that the physician felt that the old cuff was just a little too loose. He noted that the old system was functioning properly but the cuff was just a little too loose.